Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp): on (B)(6) 2018. It was reported that on an infrared (ir) dye study, the contrast was seen to pool in the pump pocket. It was noted that the cause of the baclofen leak was an apparent proximal catheter issues. The exact issue was to be determined. To resolve the reported baclofen leak, the patient was started on oral baclofen and was referred to neurosurgery for further management.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 8 january, 2018 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. Regarding the dose and concentration, the patient stated "15000mcl," however it was not specified if this was the dose or concentration. The indications for use included intractable spasticity and post spinal cord injury. It was reported that the patient's pump was malfunctioning. It was noted that the baclofen was "leaking into my blood stream and pooling" on (B)(6) 2018. The patient could hardly lift her legs anymore and could use the walker to walk, but it was very difficult. The patient was needing to use the wheelchair more. The change in therapy/symptoms was considered gradual. The patient was to follow-up with a healthcare provider, and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated that the pump was replaced on (B)(6)2018 which solved the baclofen leak. She was released from the hospital on (B)(6)2018 and the next day she "could not use her legs." She wanted the dose titrated down so she could use her legs. She noted she had spoken to a representative and her doctor who would be calling her back to address her issues with the dosage. No further complications were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(4). It was reported that the patient was an african-american female. Medical history included systemic lupus erythematosus with progressive spasticity and unspecified oral medications (prior to intrathecal baclofen pump placement in 2012). Concomitant products included were dantrium (dantrolene sodium) and plaquenil (hydroxychloroquine sulfate). On an unreported date in (B)(4) 2011, the patient started treatment with baclofen (unknown concentration and dose). It was noted that she had been using gablofen (baclofen) for over 1 year. The patient had progressive increase in tone resulting in decreased control and ataxia. An interventional radiology study (date not reported) was done that showed baclofen leaking and pooling into the pump pocket. On an unreported date, the patient was hospitalized for pump failure and was referred to a neurosurgeon. Baclofen was continued until the pump and catheter replacement on (B)(4) 2018. Upon replacement, the pump dosing was decreased from 1400g/day to 96g/day. As of (B)(6) 2018, the patient was still in the hospital. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the previously reported pump failure was a catheter tubing failure/leak. The patient had been released from the hospital. No further complications were reported.